Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) lead was capped due to low impedance and the right ventricular (rv) lead was capped due to no capture and low impedance. It was also reported that both leads exhibited an abrupt loss of ventricular capture when placed in the pocket with the new pulse generator; therefore both the ra and rv lead were capped and replaced with competitor leads. No further patient complications have been reported as a result of this event.